Event description:
Rn noted pt having apnea with bradycardia. No audio alarm occurring. This was noted at two separate intervals. Monitor was replaced and removed from svc. The biomedical staff evaluating the monitor noted a recurrence of the problem after one week of shop operation.